Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 3 devices were received for evaluation; the event was confirmed during testing the devices. Evaluation found all of the devices had corroded motor assemblies. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, in which the devices ran on their own. There was no patient involvement for 2 reported events; no patient impact. There was patient involvement for 1 reported event; no patient impact.